Manufacturer narrative:
Follow-up#1 submitted to correct catalog # based on the initial review of investigation and update.

Event description:
The surgeon was performing a bilateral makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the robot version and reamed and impacted manually. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the robot version and reamed and impacted manually. The outcome of the case was successful.